Event description:
It was reported that the ilet pump displayed a restart alert, and the alert number and device serial number were not available at the time of the report. Symptoms included no reported changes in blood glucose and no injury. The user was unable to locate his device for troubleshooting. They were informed that the warranty does not cover lost devices. Investigation of this case revealed that the event was a device restart alert with undetermined alert code, and no device component malfunction could be confirmed without the pump available for evaluation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending additional information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.